Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: the doctor said it was hanging out of the fallopian tube") and pelvic pain ("severe pelvic pain/ pelvis pain") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "one of the coils was advanced too far and therefore the lower tip of the essure was not visualized on the left" on (B)(6) 2008. The patient's past medical history included fractional curettage on 20-mar-2008 and hysteroscopy on (B)(6) 2008. Concurrent conditions included genital haemorrhage. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and complication of device insertion ("complication of device insertion"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain/ back pain"), abdominal pain ("abdomen pain"), abdominal pain lower ("severe abdominal cramping / lower abdominal pain") and tooth disorder ("dental problems"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"), migraine ("migraines / headaches"), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)") and dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced headache ("migraines / headaches") and uterine pain ("uterine pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, alopecia, tooth disorder, migraine, headache, uterine pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia and complication of device insertion outcome was unknown and the pelvic pain, back pain, abdominal pain and abdominal pain lower had not resolved. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, tooth disorder, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. The patient tolerated essure insertion procedure. On (B)(6) 2008, complication occured during essure placement procedure, the doctor told patient that one of the coils was advanced too far and therefore the lower tip of the essure coil was not visualized on the left. Diagnostic results: hysterosalpingogram on (B)(6) 2008, result was full occlusion of fallopian tubes, device properly placed. On (B)(6) 2008 essure confirmation test was done. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event outcome added for event back pain, pelvic pain, abdominal pain, abdominal pain lower. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: the doctor said it was hanging out of the fallopian tube") and pelvic pain ("severe pelvic pain/ pelvis pain") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "one of the coils was advanced too far and therefore the lower tip of the essure was not visualized on the left" on (B)(6) 2008. The patient's past medical history included fractional curettage on (B)(6) 2008 and hysteroscopy on (B)(6) 2008. Concurrent conditions included genital haemorrhage. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and complication of device insertion ("complication of device insertion"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)") and dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced back pain ("lower back pain/ back pain"), abdominal pain ("abdomen pain") and abdominal pain lower ("severe abdominal cramping / lower abdominal pain"). On (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine pain ("uterine pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, alopecia, uterine pain, dyspareunia and complication of device insertion outcome was unknown, the pelvic pain, back pain, abdominal pain and abdominal pain lower had not resolved and the menorrhagia, vaginal haemorrhage, tooth disorder, migraine, headache and dysmenorrhoea had resolved. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, tooth disorder, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. The patient tolerated essure insertion procedure. On (B)(6) 2008, complication occured during essure placement procedure, the doctor told patient that one of the coils was advanced too far and therefore the lower tip of the essure coil was not visualized on the left. Diagnostic results: hysterosalpingogram on (B)(6) 2008, result was full occlusion of fallopian tubes, device properly placed. On (B)(6) 2008 essure confirmation test was done. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - onset date of the event headache added. Outcome for the events "menorrhagia, vaginal bleeding, migraine, headache, cramping and dental problems" were updated as recovered. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: the doctor said it was hanging out of the fallopian tube") and pelvic pain ("severe pelvic pain/ pelvis pain") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included d & c on (B)(6) 2008 and hysteroscopy on (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), device deployment issue ("one of the coils was advanced too far and therefore the lower tip of the essure was not visualized on the left") and complication of device insertion ("complication of device insertion"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines / headaches"), headache ("migraines / headaches"), abdominal pain ("abdomen pain"), back pain ("lower back pain/ back pain"), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)") and dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping / lower abdominal pain") and uterine pain ("uterine pain"). The patient was treated with surgery bilateral salpingectomy. Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, migraine, headache, abdominal pain lower, abdominal pain, back pain, uterine pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, device deployment issue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device deployment issue with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, tooth disorder, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. The patient tolerated essure insertion procedure. On (B)(6) 2008, complication occured during essure placement procedure, the doctor told patient that one of the coils was advanced too far and therefore the lower tip of the essure coil was not visualized on the left. Diagnostic results: hysterosalpingogram on (B)(6) 2008, result was full occlusion of fallopian tubes, device properly placed. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvis pain, back pain were clubbed with previously reported events. Events vaginal haemorrhage, headache, migraine, device dislocation, tooth disorder, alopecia, abdominal pain, device deployment issue, complication of device insertion were newly added. On (B)(6) 2018: processed with follow up 1. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding") and dyspareunia ("painful intercourse"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, uterine pain, menorrhagia and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and uterine pain to be related to essure. The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.